Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and low blood glucose level. The customer's high blood glucose level was 500 mg/dl and low blood glucose value was 43 mg/dl and current blood glucose is unknown. The customer treated high blood glucose with syringe and low blood glucose with food. The customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.